Event description:
Consumer called concerned about the readings they are getting on their pt's meter. Analysis run on clark error grid using mean avg. Reading (110) vs. Bd readings (27, 57, 247) yielded data points in the c range of the grid, outside acceptable limits.